Event description:
Implant ruptured following mammogram. Felt pain in right breast after mammogram. I noticed it getting smaller over the next few weeks. I was in denial that there was a problem because I don't really want to have surgery again. Saw the plastic surgeon to confirm suspicions and he said yes the implant has some saline in there, but it is clearly ruptured and half the size.